Event description:
Patient was implanted with nail and screw construct on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of the nail due to the non-union of the left the tibia. Surgeon re-reamed the canal, placed a larger diameter nail and utilized the dynamic locking option on the nail. All hardware was removed and patient was revised to new tibia nail construct. The procedure was completed successfully. There was no reported fall leading up to the non-union of the device. Previously the patient had the screws removed at another facility. Patient's status post operative is not known.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.